Event description:
The urethane is allegedly coming loose from the tire. No injury is alleged.

Event description:
The urethane is allegedly coming loose from the tire. No injury is alleged.

Manufacturer narrative:
RMA has not been initiated for this issue. Model v18rfr serial number/date code (B)(4) is approximately 1 year one month of age. The user manual part number 1148116 was issued with this device. It is unknown if the consumer has fully read and understands the user manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's medical condition, stability and medication regimen are unknown . The consumer's age, height and weight are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. (B)(4). The correct manufacturer is (B)(4) - see the serial number above. The incorrect manufacturer (B)(4) was identified in follow-up#002.

Manufacturer narrative:
RMA has not been initiated for this issue. Model v18rfr serial number/date (B)(4) is approximately 1 year one month of age. The user manual part number 1148116 was issued with this device. It is unknown if the consumer has fully read and understands the user manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumers medical condition, stability and medication regimen are unknown . The consumers age, height and weight are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown. (B)(4) - follow-up #002. This follow-up is to correct the manufacturer to jan mao. The initial and follow-up #001 were incorrect.

Event description:
The urethane is allegedly coming loose from the tire. No injury is alleged.

Manufacturer narrative:
RMA has not been initiated for this issue. Model v18rfr serial number/date (B)(4) is approximately 1 year one month of age. The user manual part number 1148116 was issued with this device. It is unknown if the consumer has fully read and understands the user manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's medical condition, stability and medication regimen are unknown. The consumers age, height and weight are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. (B)(4) - the original MDR shows invamex as the manufacturer. This is incorrect. The correct manufacturer is danyang maxthai.

Event description:
The urethane is allegedly coming loose from the tire. No injury is alleged.

Manufacturer narrative:
RMA has not been initiated for this issue. Model v18rfr serial number/date code (B)(4) is approximately 1 year one month of age. The user manual part number 1148116 was issued with this device. It is unknown if the consumer has fully read and understands the user manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumers medical condition, stability and medication regimen are unknown . The consumers age, height and weight are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown.